Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the patient underwent for a surgery. During the surgery, the screwdriver tip is stripping screw heads. It was unknown if there any procedure involved. There were no patient consequences are reported. This complaint involves one (1) device. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Customer quality investigation: the device was not returned. A photo-investigation was performed on the image located in pc attachment ¿9925d81d-5d72-4045-a525-d10dd4286172.jpeg". Upon inspecting the image provided, the complaint description could not be confirmed because of the poor image quality. Also, the device was not returned so a functional test was not able to perform. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition could not be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Visual inspection: the complaint device scrdriver shaft 2.4 short self-hold (product code: 314.453, lot number: 5l24351) was returned to cq west chester for investigation. During visual inspection, the tip of the drill bit was stripped. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Se_022108 rev f (current) and rev e (manufactured) dimensional inspection: according to se_022108 rev e (manufactured), diameter of the drill bit: 3 mm ± 0.1 mm (specified dimension) diameter of the drill bit: 3.01 mm (measured dimension, conforming) measuring device used: caliper ca122 conclusion: the tip of the drill bit was stripped and damaged. This could have been due to the regular usage of the item but a definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - part: 314.453 lot: 5l24351 manufacturing site: hagendorf supplier: n/a release to warehouse date: 19 july 2019 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.,part: 314.453 lot: 5l24351 manufacturing site: hagendorf supplier: n/a release to warehouse date: 19 july 2019 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 314.453, lot 5l24351: manufacturing site: hagendorf. Release to warehouse date: july 19, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a photo investigation was completed: the device was not returned. A photo-investigation was performed. Upon inspecting the image provided, the complaint description could not be confirmed because of the poor image quality. Also, the device was not returned so a functional test was not able to perform. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition could not be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.